Event description:
It was reported the pt experienced a shocking or jolting sensation when the stimulation device was on. There was no incident related to the onset of the shocking sensation. There were concerns regarding the pt's activity level. Impedances were checked and were greater than 3600 ohms on electrodes 11-15. The device was reprogrammed around those electrodes. Following the reprogramming the pt reported they were getting stimulation without shocking. The pt is to be rechecked in a couple of months.